Event description:
As reported by the edwards lifesciences affiliate in united kingdom, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On post operative day (pod) 32, the patient went to the clinic and an echo showed the valve now has a malposition and has rotated 90 degrees. The doctor then checked the echo from discharge and realized that the valve was likely malpositioned at that time, despite having been reported as normal. The patient is stable but requires surgery, however, they are not a candidate for surgery as they would not tolerate it. During the index procedure all the leaflets were engaged before atrial expansion. At mid ventricular expansion, it was noticed the posterior leaflet was pinned, the appropriate maneuvers were made and the pinned leaflet was resolved satisfactory. The anchors were at the hinge points of the annulus prior to final valve release. The valve expanded evenly and as expected during ventricular and atrial expansion stages. The final position of the valve was stable with no rocking motion. The valve was at the hinge points (0-<5mmm). Mild pvl was observed from postero septal where one of the pacing leads was placed.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. B3 date of event: exact event date is unknown. E1 telephone number: (B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review based on the complaint investigation, the complaint for malposition - valve embolizes into ventricle was confirmed with empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on the available information, there were procedural difficulties including leaflet pinning observed during ventricular expansion, and a previously implanted pacemaker. Mild pvl was observed in the location of a previously implanted pacemaker lead indicating potential challenges with this pre-existing device. Several factors could have contributed to the malposition event and the investigation concluded that the event was caused by procedural challenges. The evoque IFU contains warnings for potential adverse events related to migration and pvl, as well as valve and delivery system maneuvering/positioning during insertion, release, and removal. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.